Event description:
It was reported that this right atrial (ra) lead was scheduled for revision due to sensing concerns. It was noted that the patient underwent a maze procedure prior to device implant. At implant, ra threshold was 4v @ 0.4ms with p-waves less than 1mv. Since then, ra threshold had risen to 4v @ 1ms. Review of ra impedance trends showed measurements in the mid-600 ohms range over the last year with more variable measurements in the 600s to 700s range as of january 2024, which suggested a physiologic change. Upon review of atrial tachy response (atr) episodes, it was unclear whether there was true atrial arrhythmia or oversensing and atrial loss of capture (loc). Technical services (ts) discussed troubleshooting options and programming considerations. Lead integrity did not appear compromised; however, the abnormal pacing and ra capture concerns were likely attributed to the patient's scarred atrium. Additional information received indicated that the ra lead was explanted and replaced. It was noted that the pacemaker was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to elevated threshold measurements, undersensing, and variable pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was scheduled for revision due to sensing concerns. It was noted that the patient underwent a maze procedure prior to device implant. At implant, ra threshold was 4v @ 0.4ms with p-waves less than 1mv. Since then, ra threshold had risen to 4v @ 1ms. Review of ra impedance trends showed measurements in the mid-600 ohms range over the last year with more variable measurements in the 600s to 700s range as of (B)(6) 2024, which suggested a physiologic change. Upon review of atrial tachy response (atr) episodes, it was unclear whether there was true atrial arrhythmia or oversensing and atrial loss of capture (loc). Technical services (ts) discussed troubleshooting options and programming considerations. Lead integrity did not appear compromised, however the abnormal pacing and ra capture concerns were likely attributed to the patient's scarred atrium. Additional information received indicated that the ra lead was explanted and replaced. It was noted that the pacemaker was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was scheduled for revision due to sensing concerns. It was noted that the patient underwent a maze procedure prior to device implant. At implant, ra threshold was 4v @ 0.4ms with p-waves less than 1mv. Since then, ra threshold had risen to 4v @ 1ms. Review of ra impedance trends showed measurements in the mid-600 ohms range over the last year with more variable measurements in the 600s to 700s range as of (B)(6) 2024, which suggested a physiologic change. Upon review of atrial tachy response (atr) episodes, it was unclear whether there was true atrial arrhythmia or oversensing and atrial loss of capture (loc). Technical services (ts) discussed troubleshooting options and programming considerations. Lead integrity did not appear compromised, however the abnormal pacing and ra capture concerns were likely attributed to the patient's scarred atrium. Additional information received indicated that the ra lead was explanted and replaced. It was noted that the pacemaker was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to elevated threshold measurements, undersensing, and variable pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.